Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator and completed the device evaluation. The unit was analyzed and was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation a cut/seal about 100 times. Unit worked fine without any issue. Could not replicate reported failure.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, site had issues with e-100 generator not firing any energy when used. Customer seated vessel sealer into erbe to continue completion of case. Isi field service engineer (fse) was dispatched to site to further troubleshoot.